Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). Section e1 (telephone number): (B)(6). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: d6a. If implanted. Give date. Implant date was only known as "on (B)(6) 2015". Therefore, on (B)(6) 2015 was used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in italy, this 75-year-old patient with a 3300tfx23mm implanted in aortic position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of eight (8) years and nine (9) months due to degeneration leading to mild to moderate insufficiency (mean gradient of 34mmhg). Reportedly, patient was symptomatic for dyspnea (nyha class ii). A 23mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was discharged after the procedure.